Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the application server and reviewed authentication logs, confirming that the user account had successfully authenticated and logged in multiple times without any recorded failures; no issues were identified. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, one user was unable to login to server. User had an error message as unable to authenticate. There were no adverse events or injuries reported based on this event.